Manufacturer narrative:
Additional information has been requested regarding clarification of the circumstances surrounding this event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited intermittent high priority alarms and the light emitting diode status display did not show the batteries. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: he controller (B)(6) was not returned for evaluation. Log file analysis revealed two (2) controller power up events with associated pump starts event logged on 22-oct-2022 at 04:05:21 and at 04:07:38. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 22% of relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 69% rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 21% rsoc and no power source was connected to power port two (2). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for ten (10) and fifteen (15) seconds, respectively. No anomalies were observed leading up to the loss of power. During a power loss event, the controller will alarm a continuous tone and the display will go blank. Review of data log file then revealed multiple data points with an incorrect date and time stamp and no battery capacity, ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. Analysis of alarm log file revealed six (6) critical battery alarms logged with a battery rsoc value of 101% logged with incorrect date/time stamp and serial number ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. The critical battery alarm is a high priority alarm which produces a loud sound and will flash red. Log files also revealed multiple controller reset events with incorrect date and time stamps. Review of the event log file revealed several additional controller power up events without pump start events logged with incorrect date stamps, likely due to troubleshooting during the reported controller exchange. As a result, the reported ¿intermittent high priority alarms¿ event was confirmed. The reported controller display error event could not be confirmed as the unit. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the observed real time clock error, and inability of the controller to recognize the batteries events can be attributed to a damaged integrated circuit on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the controller to trigger critical battery alarms, as well as the controller reset events. Possible root causes of the reported display error event can be attributed, but not limited, to a faulty component in the display circuitry of the printed circuit board, a faulty lcd display module, and/or a damaged integrated circuit on the controller's communication line. A possible root cause of the reported " intermittent high priority alarms" can be attributed but not limited to a controller loss of power and/or a damaged integrated circuit. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A correction supplemental report is being submitted as this event is a duplicate of FDA report number 3007042319-2022-08425### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the device met all requirements for release. Log file analysis revealed two (2) controller power up events with associated pump starts event logged on 22/oct/2022 at 04:05:21 and at 04:07:38. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 22% of relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 69% rsoc. The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 21% rsoc and no power source was connected to power port two (2). The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for ten (10) and fifteen (15) seconds, respectively. No anomalies were observed leading up to the loss of power. During a power loss event, the controller will alarm a continuous tone and the display will go blank. Review of data log file then revealed multiple data points with an incorrect date and time stamp and no battery capacity, ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. Analysis of alarm log file revealed six (6) critical battery alarms logged with a battery rsoc value of 101% logged with incorrect date/time stamp and serial number ID, or cycle count, indicating that the controller was unable to recognize the connected batteries. The critical battery alarm is a high priority alarm which produces a loud sound and will flash red. Log files also revealed multiple controller reset events with incorrect date and time stamps. Review of the event log file revealed several additional controller power up events without pump start events logged with incorrect date stamps, likely due to troubleshooting during the reported controller exchange. As a result, the reported ¿intermittent high priority alarms¿ event was confirmed. The reported controller display error event could not be confirmed as the unit. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the observed real time clock error, and inability of the controller to recognize the batteries events can be attributed to a damaged integrated circuit on the controller's communication line. The integrated circuit is responsible for the communication between controller and batteries and is also connected to the real time clock. The damaged integrated circuit likely prevented the controller from determining the capacity of batteries, therefore causing the controller to trigger critical battery alarms, as well as the controller reset events. Possible root causes of the reported display error event can be attributed, but not limited, to a faulty component in the display circuitry of the printed circuit board, a faulty lcd display module, and/or a damaged integrated circuit on the controller's communication line. A possible root cause of the reported " intermittent high priority alarms" can be attributed but not limited to a controller loss of power and/or a damaged integrated circuit. A possible root cause for the damaged integrated circuit on the communication line can be attributed to a voltage spike on the communication pin of the connector. CAPA pr00465502 was opened to investigate this issue. A possible root cause of the observed losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The controller serial number has been updated from (B)(6) to (B)(6). The h4) device manufacturing date and use before expiration date and the unique identifier has been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the alarms occurred without a message on the display. The batteries were sufficiently charged with three or four leds, but the capacity of the batteries was not reflected on the controller itself. The leds on the controller were blank.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.